Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Event description:
It was reported that the insulin pump had unresponsive buttons. The batteries were removed and reinserted and the insulin pump alarmed button error. The customer's blood glucose was 160 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.